Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, occurring approximately once per day since january, though the button functioned during troubleshooting. Symptoms included no adverse health effects. Outcomes included no impact on clinical status, no alarms, and no medical intervention. Investigation included customer care troubleshooting and education with review of potential causes for intermittent button unresponsiveness. Investigation of this case revealed an intermittent user interface responsiveness issue involving the sleep/wake button, with functionality restored during testing and no additional device component concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the issue during evaluation.

Manufacturer narrative:
Initial.